Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was frozen. Customer blood glucose at the time of incident was unknown. The button was not responding. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No frozen screen noted during test and time clock advances properly. (B)(4).